Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date, due to alleged pain, tissue damage, and elevated metal ion levels. Additional information received in patient medical records confirms that patient underwent left total hip arthroplasty on (B)(6) 2010. Revision operative notes indicate that a revision procedure occurred on (B)(6) 2011 due to metal hypersensitivity. The revision operative notes further indicate that the surgeon noted the presence of chronic inflammatory tissue of the bursa. The revision operative notes confirm that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01672 & 1825034-2013-03725 / 03728).